Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called to report an incident that occurred about a month ago. She stated that she inserted the sensor, and the site began bleeding. The customer removed the sensor, and noticed that the cannula was missing. The customer feels that it may have broken off underneath her skin. The customer has had other cases of bleeding and bruising, but the current sensor is fine. Found that the patient may be pressing too hard on the insertion device when inserting the sensor. The patient did not go to the doctor about the broken cannula, and there is no pain or infection at the site. Advised the patient to see her doctor about the sensor possible breaking in her skin. Nothing further was reported.